Event description:
The catheter was displaced; it was replaced. There was reported to be no patient injury. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.